Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during training, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields - e2, e3, g2, d5 a getinge feild safety engineer (fse) found that seal to helium tank was leaking. Found helium tank was leaking off. Replaced helium tank washer and verified there were no other leaks. Performed functional checks and calibration checks. No other issues noted returned unit to service.